Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was observed that different turning momentums were audible at the idling speed of the small electric drive device. The reporter also stated that it was clearly recognizable that the device was losing power during the drilling process. It was further reported that the same malfunction was observed when sawing bone. There were no delays to the surgical procedure as a spare device was available for use. There was veterinary patient involvement. It was not reported if there were injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.